Event description:
The customer stated that falsely elevated architect ca 19-9xr results were generated for patient (B)(6). The customer has a retest rule for all samples with initial results greater than 37 u/ml. The following results were generated: 66.439, 43.484, 39.718, 39.245 and 39.695 u/ml. The patient previously tested at 25, 38 and 37 u/ml. The sample was retested on a different architect analyzer at the customer site and the lower values were confirmed. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
An abbott field service representative (fsr) inspected the architect i2000 analyzer. The fsr described the shutter (part number (B)(4)) and the cmia reader, metal case, tested (part number (B)(4)) as being heavily soiled, and both parts were cleaned to resolve the issue. The architect system operations manual provides adequate information for troubleshooting falsely elevated results, and the architect system ca 19-9xr package insert provides adequate information for sample handling and expected assay performance. A review of the architect i2000, serial number (B)(4), service history identified no additional service or complaint tickets for falsely elevated architect ca 19-9xr results. A review of quality metrics identified no adverse trends for the cmia reader, metal case, tested (part number (B)(4)) and identified no trends for the shutter (part number (B)(4)). Based upon the data available and the results of this investigation, no malfunction or deficiency of the shutter or the cmia reader, metal case, tested could be identified.